Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
The customer reported her meter had been turning on then off and as a result of being unable to test, she experienced lightheadedness, dizziness and lost consciousness. However, no diabetes-related treatment or third-party medical intervention was reported.